Event description:
The caregiver (cg) observed that the patient had a high drain volume of 4085ml plus an additional 15ml manually. The machine then moved on to end of therapy. Product surveillance asked the cg what patient's prescribed fill volumes were and the cg stated the fill volume and last fill volume were set to 2500ml. The cg stated the total uf for the therapy was 929ml. The cg had attempted to contact their clinic when this occurred, but no one answered and then the machine had moved on to end of therapy. The cg stated they would be contacting the clinic about this event. Product surveillance informed the cg they should call the number on the front of the cycler for technical assistance. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed over the phone based on the volumes reported by the caregiver. A drain volume of 4085ml with a fill volume set at 2500ml meets iipv criteria. The cause of this issue was not determined. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of iipv. A review of the device history record (DHR) revealed the device failed the homechoice service final test & calibration for leak test and failed the homechoice service electrical safety test for inoperative pump. The device was serviced and all the transducer tubing and the pump assembly was replaced. Retest instructions were issued. The device passed all tests and calibrations after the parts were replaced. Review of the DHR revealed that all tests passed prior to its release from the facility. No issues were identified that may have contributed to the reported difficulty of iipv. This issue is being investigated through a CAPA.